Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing radiation therapy. The clinician reported that in (B)(6) 2010 before the radiation treatments had started, the time remaining to explant was 8.5 years. Now in (B)(6) the time remaining to explant was 5.5 years. The patient had received radiation therapy daily for about six weeks. It was noted that the device was checked before each therapy session and pacing outputs were increased, then the device was checked again after each session and the pacing outputs were returned to normal settings. Also, manual capacitor reformations, interrogations, and threshold testing was performed during the device checks.

Manufacturer narrative:
Technical services discussed that the device calculates the time remaining to explant with the battery usage and rate of usage, which had increased during the radiation therapy with the more frequent interrogations and with the increases in outputs. It was not unexpected that the time remaining to explant would decrease some, and could rebound when the radiation therapy was completed. However, it could not be determined if the sole cause of the decrease in longevity was the increase in usage during radiation or if another issue could be present. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.